Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing extended ipg charging and at times it would not fully charge. Fast battery depletion was also noted. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.